Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea. The cause of the event was reported as due to diarrhea. On the same day as the event onset, the patient was hospitalized and began treatment with vancomycin injection (500mg, intraperitoneal, discontinued), and meropenem injection (500mg, intraperitoneal, once a day, discontinued) for the event. On an unknown date, the patient recovered from peritonitis and pd therapy was ongoing. No other information is available.